Event description:
The customer reported an inability to communicate between pt-worn wireless micropaq monitors and the acuity central stations. Other monitors were not affected. The communication difficulties began soon after we re-configured the customer acuity network into two distinct networks. The result is that the customer lost the ability to monitor some pts from a central location in multiple instances. In each case where they lost communication, the acuity central station alerted the user. The customer described a site-wide problem with communication. Therefore, they did not provide specific pt identifiers.

Manufacturer narrative:
Our investigation has been conducted on-site by welch allyn personnel. In addition, we have downloaded the device logs for engineering to continue the investigation.